Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00047. The date of that submission was 14-jan-2024. H3: one unit of the affected cassette was returned for analysis. As received, the incoming tube of the cassette was observed to be cut. The deformation on the tube was observed to have smooth straight edges with clean inner and outer lining with striation marks and a pinch location typical of a double-bladed instrument. It was observed that the blue and green locking mechanism was removed from the cassette. Functional testing was performed, and no leakage was observed on the inner bag of the cassette. Two pictures were also provided for review and showed the same observations as noted during visual inspection on the received device. The complaint of leakage cannot be replicated or confirmed at the inner bag of the cassette. However, a cut tube that could lead to leakage was confirmed. The probable cause of the cut is due to a double-bladed object, when and where this occurred is unknown. No nonconformances were identified during a lot history review.

Event description:
It was reported that the inner bag of the medication reservoir leaked. There was medication on the bottom of the hard outer shell of the medication reservoir. The leakage was noticed in the home hospital before the cassette was taken to patient use. There was no patient involvement, and no patient harm/adverse event reported.